Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had just seen the healthcare provider (hcp) who had to reprogram the device because the device was turned off. It was indicated that it was the first time this had happened. It was also reported that the hcp had advised patient that patient might have come into contact with an electromagnetic field. It was indicated that the issue sounded like a power on reset (por). It was stated that there was a power surge at the patient¿s home that had made a large "pouf" sound and had no power for a couple of hours after that. It was later reported that patient healthcare provider told patient that the implantable neurostimulator (ins) was 'deprogrammed' and needed to be reprogrammed. It was added that patient was worried because hcp mentioned computers or microwaves interference. The patient's status was undetermined at the time of the report.